Event description:
This report summarizes <noe> 2 </noe> malfunction event(s), where it was reported there was no audible alarm. There was patient involvement, however there were no consequences or impacts to the patient.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The remaining device was not made available for inspection. No findings are available for this device. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event(s), where it was reported there was no audible alarm. There was patient involvement, however there were no consequences or impacts to the patient.